Manufacturer narrative:
Meter and test strips involved in incident were returned and evaluated. Four returned test strips failed blood testing with low readings confirming the complaint. Returned test strips also produced two e 13 complaints. Retain test strips passed testing with no failures detected. Action request 203 (iscar 50) issued to have meter and test strips further investigated by manufacturer.

Event description:
Caller stated meter is giving inaccurate readings. Caller received a reading of 72 and stated that is too low and she often gets lower readings than that. Caller didn't want cs, just wanted refund. Caller purchased meter on august 25, 2017. Caller purchased strips in august as well. She went to doctor on (B)(6) and received 267, and received 183 at lab. Caller doesn't trust this meter and is going to buy another meter and strips because she will be in the hospital for two months and needs it now with her refund. She does want cs, but wants to send this meter and strips back. Sent customer a return label to send products back.